Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Later healthcare professional reported "device rupture". Healthcare professional also reported "cyst lesion, which is thought to be 0.4 cm fat necrosis at a distance of 5 cm in the direction of 11 o'clock" considered not device related. This record is for the left side. The device was explanted.